Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Customer stated they have bite concerns due to their upper front tooth are hitting the bottom tooth when they close and chew. Contraindicated.